Event description:
It was reported that the pacemaker was found to be in backup operation prior to procedure. The pacemaker was not implanted. There were no patient involvement.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of backup operation was confirmed. The device in backup operation was received in one piece for analysis. Final analysis of the device image determined backup occurred due to a power on reset while the device was still in box. Further testing could not reproduce the power on reset. The cause of backup operation was not established.